Event description:
Reported alleged the customer obtained a discrepant blood glucose result of 96 mg/dl back to back with a result of 181 mg/dl or the compact plus system when testing was performed within 10 minutes. No actons were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.